Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation:failure analysis: the xenon lightsource was received in used condition. The depot technician's assessment found that the unit failed to power on when the power button was pressed. The power supply was replaced to correct this issue and the xenon lightsource now passed all tests. Evaluation could not duplicate any issues with this unit emitting the smell of burning plastic or any sizzling noise. Root cause analysis: the probable root cause for this unit smelling like burnt plastic and having a sizzling noise is most likely due to a faulty/damaged component of the power supply. The reported complaint could not be confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was heard making a sizzling noise and started to smell like burnt plastic, it was also reported that the unit was usually hot. It is unknown under which circumstance this event occurred; however, no patient injury, death or surgical delay was reported.